Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instructions for use (IFU) includes the detection method in the following item: operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope auxiliary channel is clogged. During inspection and evaluation, the water channel (jet) is clogged. However, at the stage of incoming inspection, it was noticed that it was impossible to remove the clogging material from the channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿auxiliary channel is clogged¿ was confirmed. The following findings were noted during device evaluation: bending rubber glues worn out; plastic distal end cover damaged, light guide lenses cracked, the insertion tube buckled, objective lens cracked, charged coupled device (ccd) pixel. (White dot), scope-cover cracked, bending angulations out of specification, abnormal noise from body control unit during angulation, switch box worn out, universal cord buckled, plug unit scratched, and vent valve corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.